Event description:
Intraoperatively, the aortic valve was well seated and well sutured; however, there was complete "incapsulation" of one of the leaflets by white and fresh thrombus. Both hinges showed evidence of thrombus formation. The valve was explanted and replaced with a 23aecj-502.